Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, surgeon was having problems with the vessel sealer moving incorrectly in universal surgical manipulator (usm)2. Intuitive technical support engineer (tse) found no related logs. Prior to calling in, site had reseated the sterile adapter and instrument without change. Tse recommended a second instrument and a power cycle; however, the customer declined and installed a backup instrument which worked as expected. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument worked for forty percent of the procedure without issue. The issue did occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue did occur while the surgeon was attempting to manipulate instruments from the surgeon console. The unintuitive motion that the surgeon experienced was inverted motion. When attempting to move up the instrument instead moved down. There was no harm to the patient. The surgeon obtained a new instrument to resolve the issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The reported failure of vessel sealer non-intuitive motion was addressed by replacing the defective instrument with back up instrument of same kind. The procedure was completed with no reported injury. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.